Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that one week post a right lung lobectomy, it was noted the lead safety switch had tripped for the right ventricular (rv) lead due to an out of range impedance measurement. Oversensing of noise that lead to 930 inappropriate tachycardia episodes was also observed. The rv lead was programmed from unipolar back to bipolar and all testing was fine. Threshold measurements were 0.5v in both unipolar and bipolar. Sensing was 5.6mv in unipolar and 3.4mv in bipolar. Impedance measurements were 250 ohms, bipolar and 320 ohms unipolar. Historic rv impedance was in the 300 ohm range. Fluoroscopy imaging did not show any issues. No adverse patient effects were reported.